Manufacturer narrative:
Additional information has been requested from the reporter. Representative units were returned for analysis and are currently being investigated. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)

Event description:
During dialysis air was found in the arterial line. This was visible in the form of foam and bubbles in the arterial line.